Event description:
The customer reported the system displayed a filament regulating error, which was determined by a ge representative to be a precharge voltage error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator battery pack. The system operates as intended.